Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse checked with the operating staff who confirmed that the system was working as expected. The fse was unable to reproduce reported problem. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during da vinci-assisted simple prostatectomy surgical procedure, the surgeon observed the entry guide manipulator (egm) moving over the patient after docking. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed no associated errors. The procedure was completed with no reported injury.